Event description:
A customer reported to beckman coulter, inc. (Bec) that bnp qc and calibration on unicel dxc 600i synchron access clinical system were failing. No patient results were generated, and there was no effect to patients or users.

Manufacturer narrative:
System checks run on (B)(6) 2011 passed all specifications. Upon additional troubleshooting with customer technical support (cts), customer noted that occasionally they must unload reagents to the refrigerator, due to reagent carousel temperature issues. Customer also noted that they have another access system. This allows the potential for a used pack to be mistaken as a new pack by another tech. The cts, through troubleshooting, determined that the pack had been shared with the customer's other access system. When this occurs, the instrument does not detect that the pack test count is incorrect. Use error is the root cause for this event. (B)(4).